Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust like contaminate on the flip lid, bottom assembly, dry box seal, dry box, and the heater plate. Evidence of liquid spots with potential mineral deposits on the flip lid seal and potential biocontamination. An unknown brown sticky liquid on the bottom assembly and rear assembly. A dust like contaminate on the accessory module and sd (secure digital) cover flip doors, ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, blower motor, blower box, and the bottom enclosure. An unknown brown sticky liquid on the top enclosure, rear panel, accessory module flip door, and the bottom enclosure. The device was returned without the water tank and philips pollen filter. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 errors code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Box d: device serviced by 3rdp, device avail. For eval and date returned has been updated. Box h: device eval. By mfg? (Rfb) has been updated. Box h6 has been updated.